Manufacturer narrative:
(B)(4). It was reported that a leak was discovered in a disposable set. The cause of this event was determined to be a use error, where the patient did not properly disconnect from therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient felt ¿wetness¿ and then discovered a leak in a disposable set. This occurred during fill two of peritoneal dialysis therapy. The patient was not connected at the time of the event. It was discovered that the patient disconnected from therapy and did not reconnect. There was no patient injury or medical intervention associated with this event. No additional information is available.